Event description:
On (B)(6) 2012 the customer reported that the dxc 600i instrument generated wash syringe motion errors. Customer stated that there was also precipitant around both syringe drives. The leak was contained to the instrument's syringes. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tecan syringe drive assembly was stuck. Fse replaced the drive assembly and this resolved the issue. No further problems were reported.

Manufacturer narrative:
(B)(4).